Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was dislodged. Visual inspection showed that the blade was exposed approximately .130 between grips. Neither blade cable nor blade was bent. The instrument was placed on an in-house system da vinci and the instrument failed homing. The blade was aligned with blade track and placed on system again and the instrument passed homing. The instrument was driven and moved intuitively and successfully performed cut test using red foam. An additional observation not reported by site was that the instrument's grips tips had various scratch marks with light material missing, damaged area at the tip of the grips measured approximately .328. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tip found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, the customer noted that the endowrist one vessel sealer instrument worked for a bit and then didn't work anymore. Additional information was obtained on (B)(4) 2014 with the following clarification: the endowrist one vessel sealer instrument stopped working because the blade of the instrument was exposed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.